Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 609 mg/dl. The customer stated that her doctor felt that the insulin pump was the reason for the elevated blood glucose levels, and wanted it replaced. Troubleshooting was declined. Advised the customer that the insulin pump would be replaced per her doctor's request. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.